Event description:
During insertion of foley catheter, noted return of gross bloody drainage from the urethral meatus. No urine return; the catheter balloon was not inflated. Attempted to flush catheter with saline but it was difficult to initiate flush. Removed catheter; it was bent over at anterior 1/3 of catheter from tip. A coude catheter was introduced and patient was catheterized with blood tinged urine response. Surgeon recommended discontinue use of all-silicone foley catheter and replace with latex foley catheters due to the hard coating on the catheter which contributed to the tear and bleeding of the prostate when the catheter bent over itself during insertion.